Manufacturer narrative:
(B)(6). This is a report of use error in which the patient line clamp was closed during priming, resulting in air in the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This event occurred during the initial drain while the patient was connected. The care giver checked the patient line and it was full of air. The care giver stated that the drain volume was 0ml. The technical service representative explained proper set up instructions. The cg stated that a clamp was closed on the patient line while priming. The homechoice was operational. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.